Event description:
It was reported a patient had a 6f angio-seal sts vascular closure device implanted approximately 9 months ago, without complications. A pre-insertion angiogram was performed. The patient did not report any problems during, or shortly after the procedure. Some time later (date unk), the patient experienced claudication in the leg of the puncture site. The patient underwent peripheral angiography which demonstrated stenosis at the access site. The angiogram is now being reviewed by vascular surgeons.

Manufacturer narrative:
Review of the device history record was not possible, since the lot number was unavailable. No product was returned for evaluation. Based on the information recieved, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.